Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for elevated metal ions for both reported part and lot number combinations. A review of the device history records found no related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2012- litigation papers received. In addition to elevated metal ions, it is now alleged that the patient suffers from pain and difficulty ambulating. It is also alleged that the cup eventually detached, disconnected, created metallic debris, and/or loosened. The cup has been added and initial emdr created.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address failed left total hip replacement secondary to acetabular wear. Revision note stated, a cloudy nonpurulent fluid was obtained in the hip capsule. There was some black synovium noted, however, no metallosis and necrosis was seen. The cup was solidly fixed, hence, this was not removed. Clinic visits reported her serum chromium is 56 (no unit provided), possible alval type of reaction, always has some squeaking issues and discomfort. Tissue from left hip synovium also displays blue-gray discoloration.